Manufacturer narrative:
No patient involved. A manufacturer representative went to the site to test the equipment. The system passed checkout and performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that they received a collimator error. There was no patient present at the time of event. Additional information received on dec 11 2019: after inspection, buildup was noted on guide for filter ladder. Removed and cleaned buildup. Re greased. Performed system checkout. Unit operates as expected.